Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR :19jun2019. There was no on-site evaluation - the customer reported that the device was repaired in-house. The customer reported that the replacement of the flow sensor assembly addressed and corrected this reported event. The device was then tested, and passed all testing submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device failed the performance verification test for o2 accuracy at 30%. Reportedly, the device had a low reading. There was no patient involvement. The event date was not specified; estimate used.